Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was able to confirm multiple system error 322 alarms in the device history log. However, alarm could not be reproduced during testing. The device was in spec in relation to this system error and no malfunction could be identified.

Event description:
During the eval, a system error 322 was observed in the device history log. No pt injury was reported.